Manufacturer narrative:
B2/h1: now reportable for serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2020. It was reported that two more stalls were seen in the logs of this pump. Logs reveal a stall on (B)(6) 2020 at 12:48pm with recovery at 12:53pm that same day, (B)(6) 2020 at 1:19pm stall and recovery at 1:30pm. It was reviewed to ask the patient for any potential electromagnetic interference (emi) or environmental causes as the stalls are very short. Caller states that the clinician may want to replace, but he will confirm with the patient of no environmental exposures. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable pump for non-malignant pain. The pump administered the following medications: fentanyl (concentration: 1800 mcg/ml, dose rate: 948.1 mcg/day), clonidine (concentration: 700 mcg/ml, dose rate: 368.71 mcg/day), and bupivacaine (concentration: 15 mg/ml, dose rate: 7.905 mg/day). It was reported that the patient was in his home last night and requested a bolus, but got the motor stall error code 8476. The patient later attempted again and was able to get the bolus. The company representative interrogated the pump on (B)(6) 2020 and confirmed there was a motor stall and a motor stall recovery. The patient was noted as having recently had magnetic resonance imaging (MRI) and it was unknown if it had been less than 2 hours since the patient exited the MRI. It was confirmed the pump has the dlc battery. It was also confirmed that the critical alarm was set to 10 minutes. Continuing to monitor the pump was recommended. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient had notified the rep. The cause of the motor stall had not been determined. It was noted it was unknown if the issue was resolved. The rep had asked the patient to call if he got a similar message and the rep had not heard back from the patient. It was also reported no further work was done at the time of the initial report and the device was still in use. There were no plans to replace it at this time. No further complications were reported.